Event description:
Per the clinic, the patient experienced a lack of connection with the internal device, and the issue could not be resolved. A CT scan (date not reported) indicated extracochlear electrode array placement.the patient underwent revision surgery on (B)(6) 2012, to reposition the electrode array. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.